Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that the hcp was unable to get telemetry on the patient¿s pump. The reporter had no further information at the time of the call. Troubleshooting discussed during the call included communicator placement; hard connecting the communicator and tablet and attempting; and possible patient issues such as swelling or a flipped pump. The reporter was planning to call the hcp back for additional information. Additional information was received on 09-sep-2022 from a company representative who stated that per the physician the pump had flipped and he was getting the patient scheduled for surgery. No further information was available at the time of the report.